Event description:
The reporter stated that during a forefoot surgical procedure, the screwdriver broke while the surgeon was removing a screw. The device was not suitable for continued use and another instrument set was opened to complete the surgery. There was no adverse outcome for the pt. Surgery time was not significantly prolonged.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.